Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing of the device did not confirm the reported scope error code e218. The inspection did find the insertion tube adhesive rubber was scratched and the adhesive at the distal end was chipped. The bending manipulation was out of specification due to wear of the angle wire, and the angulation lock was not working due to deterioration. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the endoeye flex deflectable videoscope exhibited error code e218 (scope error). There was no report of patient/user harm or injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, based on the results of the investigation, the likely cause of the event is due to the defective image sensor unit or, failure of internal board of video connector unit. It is also likely the system caused the event. Olympus will continue to monitor field performance for this device.